Event description:
Reportedly, the "trauma" to the pt was caused by the sylet used to deflate the catheter for removal. No clarification on "trauma" was provided. Unknown if further medical treatment was required.